Manufacturer narrative:
Insulin pump was received with insulin pump error alarm during rewinding due to corroded motor home switch. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had insulin pump error. Customer was able to clear the alarm and able to complete rewind. No harm requiring medical intervention was reported. The device will be returned for analysis.